Event description:
Pt was hospitalized for treatment of infection at neck incision site approx one month after being reimplanted with the vns therapy system. The infection was reportedly treated with an I&d and antibiotics. The pt was discharged with a prescription for oral antibiotic therapy. The pt is currently receiving vns therapy and no further intervention is planned. At the time of re-implant surgery, both preoperative and intraoperative antibiotics were utilized; however, no postoperative course of antibiotic therapy was prescribed. The ncp system tunneling tool was reportedly used as a single-use-only device for the procedure. The pt had not undergone any other surgical or dental procedures or invasive monitoring post re-implant, but had undergone explant surgery 12 weeks prior, also due to infection (ref medwatch report 1644487-2005-00646). The pt is not implanted with any other devices.